Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('it is centralized in my uterus along my coils and that are still embedded in there') and neoplasm malignant ('cancer') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and monoclonal b-cell lymphocytosis ("diffuse b cell lymphoma") and was found to have neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery. Essure was removed. At the time of the report, the embedded device, monoclonal b-cell lymphocytosis and neoplasm malignant outcome was unknown. The reporter considered embedded device, monoclonal b-cell lymphocytosis and neoplasm malignant to be related to essure. Amendment: the report was amended for the following reason: this case is duplicate of case no (B)(4). Hence this case should be mark for deletion. All the information were transferred from retention case:legacy device report num (B)(4) medwatch 3500a MFR number. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('it is centralized in my uterus along my coils and that are still embedded in there') and neoplasm malignant ('cancer') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and monoclonal b-cell lymphocytosis ("diffuse b cell lymphoma") and was found to have neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery. Essure was removed. At the time of the report, the embedded device, monoclonal b-cell lymphocytosis and neoplasm malignant outcome was unknown. The reporter considered embedded device, monoclonal b-cell lymphocytosis and neoplasm malignant to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.